Event description:
There was a fracture in the mid portion of the stratos bar underneath the sternum. This appeared sometime after his pectus excavatum repair and allowed there to be an elevation of the left side of the lower sternal cartilages.